Event description:
Patient presented for ultrasound guided percutaneous liver biopsy. Two attempts were made at obtaining a 16g core specimen from the left hepatic lobe using a bard max core biopsy needle. Both attempts resulted in the inner needle advancing and the outer sheath not advancing to obtain the specimen. Biopsy was completed using a biopsy device from another manufacturer. A bard max core 16g needle was fired, but the sheath did not advance and no specimen obtained. The needle was re- cocked and a second attempt made. The sheath again did not advance and obtain a specimen. A bio-pince device was obtained and the biopsy completed. FDA safety report ID# (B)(4).